Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 47 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as the customer's blood glucose would drop even without bolusing. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will be returned for analysis.